Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6 - investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary batch record review: lot 7h04823 was manufactured (B)(4). Complaint investigator ID (B)(4) performed a batch record review on 01/04/2022, to verify if all the applicable procedures were followed and no issues were found, all the components for assembly were correct per bom and all the tooling information documented was also correct, sap material 1704528 and manufacturing order (B)(4). The batch record review support that there were no discrepancies related to the issue reported. Returned sample evaluation: photographs were received in which the reported defect can be observed. No unused return samples were received for evaluation. Conclusion summary of the related event: material, method/process, manpower and measurement sections were reviewed, and it was considered none of them interfered on the incidence of the root cause, also, these sections and possible opportunities were previously covered. Based on the investigation findings through revision of the batch records documentation, process observation, personnel interviewed, methodology implemented, the root cause for this failure mode was identified as machine. As observed during this investigation the contributor factors to this failure mode were the following: a) condition of the yamaha arm, b) condition of vision system cameras, c) variance in the materials, cause variation in the placement. This was causing the overall variation 0.6. This accumulation of variation caused the complaint. To maintain acceptable levels of variation the maintenance for the arm will be improved. And base on the rate of complaints and the variation identify, codes with a rate higher than 10 complaints per million will be blocked and manufactured on the improve convex 2 pc in building 8a. The correction action and preventive action plan was generated to cover the probable causes, taking appropriate actions and measure its effectiveness. The investigation associated with related event was approved and complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003

Event description:
The end user reported that the wafer had an off centered starter hole. The product was not used on patient. No photo is available at this time.

Manufacturer narrative:
Device 4 of 5. Correction - contact office address: (B)(4). Complainant address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).